Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was leak in reservoir leaking into reservoir compartment in past 2nd ring and the insulin pump had a blank display. The customer was assisted with troubleshooting and the display did not return. Customer¿s blood glucose value was 190mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Unit was received with blank display due to bent battery tube spring. No moisture damage found inside the insulin pump. Unit was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, broken belt clip slot and stained address/serial number label.